Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their front teeth were chipped from using the aligners. They have to stop using the aligners because of their chipped teeth and will need to see a dentist to have them repaired.